Manufacturer narrative:
The device is available for evaluation and has been received. Pending investigation.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap, where it was reported that chemotherapy was leaking during administration. The reporter stated that the leak occurred at the attachment between chemolock/syringe/needle. There was patient exposure to azacitadine (vidaza) subq injection near injection site on the lower abdomen. The chemotherapy was quickly and appropriately cleaned by the registered nurse. Pharmacy team assisted in ensuring safe clean-up and delivery. The chemo spill was cleaned up per facility protocol and a spill kit was used. The healthcare provider wore personal protective equipment (ppe) or gloves during the event. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Sixty-two new list #ch2000s, spinning spiros¿, closed male luer; lot #5537022 were received and visually inspected. As received, no visible damage or anomalies were observed. No mating devices were returned. All samples were leak tested according to product performance specifications. No leaks occurred in the activated and unactivated positions. The device history review (DHR) for lot 5537022 revealed an non-conforming material report (ncmr) was issued for leakage that was identified during sampling. An 100% inspection was conducted on the subcomponent lot. No additional leakage was identified. The complaint can be confirmed based on this finding. However, without the return of the used product it is unknown if this complaint falls within the scope of the ncmr. A DHR lot #5537022 and relevant commodities were reviewed, the following discrepancies were found: discrepancy: product was assembled using o-rings that have gate remnant out of spec.